Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) via internal handles, the device would not allow discharge. Complainant indicated that the clinician obtained another device using the same internal handles to continue treating the patient. Complainant indicated that there was not adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the reported malfunction was not replicated.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation